Manufacturer narrative:
D2b: pro code (product code): koe.

Event description:
It was reported that the gauge failed to zero. An encore 40 inflation device was selected for shunt percutaneous transluminal angioplasty. During the procedure, the pressure was lowered, but the gauge did not drop to zero. The indeflator was replaced, and the balloon was successfully removed. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.